Manufacturer narrative:
The product analysis indicates that the excessive heat could not be verified. The pre-repair temperature test could not be performed as the motor was making too much noise. The motor housing was replaced due to discoloration. The handpiece was repaired, cleaned, tested, and passed to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. There was no patient impact.